Manufacturer narrative:
Lumenis investigated the event reports contacting the user facility to request patient treatment settings and patient photographs. Despite reasonable attempts to obtain investigation information no patient information was provided. Patient photographs were provided. During an examination of the subject device by a lumenis technical specialist the specialist observed debris build up on the treatment tip of the et hand piece. An examination of the subject device found that the subject device met all functional specifications. No related device malfunction was reported or observed. A review of the DHR confirmed that the sd met all test specifications without deviation per the DHR during the manufacturing process. An evaluation of similar reports by a lumenis healthcare professional concluded the root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to subject device training and subject device labeling. A review of subject device labeling found the following precautionary statements: "warning - the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain."

Event description:
A user facility reported that one patient sustained second degree burns following treatment with a lumenis lightsheer desire et handpiece.